Manufacturer narrative:
Investigation: four samples were returned to our quality engineer for investigation. The product was visually inspected and found no foreign matter or solution inside any of the samples. A device history review was performed for reported lot 1808214, no deviations or non-conformances related to the reported issues were identified during the manufacturing process. Silicone content was tested for the samples received and found levels to be within required limits. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined.

Event description:
It was reported that a "viscous content" was noticed inside the bd plastipak¿ concentric luer lock syringe before use.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a "viscous content" was noticed inside the bd plastipak¿ concentric luer lock syringe before use.